Event description:
It was reported that the dimethyl-sulfoxide (provided with the onyx) exudes an odor of garlic in patients post procedure that have caused the staff to feel nauseated and headaches. The odor was also reported to be of a chemical, strong, sickly, and sweet nature. No other complications were reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. (B)(4).